Event description:
It was reported that during an ultrasound guided breast biopsy, the device fired off in the breast as it was being positioned into the desired area. Another needle was used to complete the procedure. A coaxial was used during the procedure. There was no report of pt or user injury.

Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. Multiple follow up attempts were made with the facility to obtain any information pertaining to the patient, product, and/or procedural details (e.g. Date of the event, relevant test data, relevant history, lot #, catalog #, implant and/or explanted dates, and concomitant product(s) or therapy) that were not previously obtained during the initial investigation. The report source did not have any additional details to provide at this time.

Manufacturer narrative:
The device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. The device was returned for eval, therefore, the investigation is inconclusive. The root cause for the reported failure could not be determined based upon available info. It is unk whether procedural factors contributed to the event.